Event description:
The ge oec 9800 fluoroscopy system would not save images correctly. No negative impact to pts of cases. Images saved directly to print.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive that was removed and replaced. System software was re-loaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.